Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the product code and lot number? The amount of time between the suture placement and the "pre absorption"? What is the surgeon expected time between the suture placement and the "absorption"? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? Was there any adverse consequence associated with the patient? All answers above are unknown. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2021 and suture was used. Post-operatively, it was reported that the patient underwent appendectomy due to appendicitis, and the surgical incision was sutured with absorbable suture. The poor incision healing was found 34 days after operation, and the skin around some incisions had erythema and inflammation. It was considered that the subcutaneous reaction to the suture and the absorbable suture was not absorbed. The subcutaneous suture of the incision was removed, and the incision healed 5 days later. Additional information was requested.